Event description:
A surgeon reported that three months following a glaucoma filtration implantation, the shunt was touching the iris. Approx 3 months later, the shunt was touching the cornea. There was no harm to the pt, the shunt remains implanted. Add'l info has been requested.

Manufacturer narrative:
Eval summary: no data regarding product identity was rec'd, i.e. No lot or serial numbers were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified. Add'l info has been requested. (B)(4).